Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored, no display anomaly noted. The insulin pump was tested with test transmitter, the insulin pump communicated properly. No radio frequency anomaly noted. The insulin pump passed self test. The insulin pump had minor scratches noted on the display window.

Event description:
It was reported that the insulin pump was having difficulty recognizing a new sensor that was connected. It was then reported that the display of the insulin pump turned white before eventually returning to normal. No further information was provided.